Manufacturer narrative:
The device log files were provided to technical support for evaluation. The reported malfunction was confirmed during the log review and confirmed the device required replacement of the inspiration block due to the o2 valve offset not meeting specifications. The inspiration block was returned to the zoll failure analysis lab for further evaluation. Testing of the returned component confirmed the reported issue and identified that the o2 dosing valve failed to hold pressure.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device displayed a technical failure 389 "no o2 dosing possible". Complainant indicated that there was no patient involvement in the reported issue.